Manufacturer narrative:
(B)(6).

Event description:
The customer complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4), when compared with a laboratory result using the 'néoplastin diagnostica stago method.' The customer meter result was 3.6 inr and the laboratory result was 2.6 inr. There was no therapeutic range provided. There was no allegation that an adverse event occurred.

Manufacturer narrative:
The customer complained of additional discrepant meter to laboratory results. On (B)(6) 2018 the laboratory result was 3.4 inr and the meter result was 5.7 inr. On (B)(6) 2019 the laboratory result was 3.8 inr and the meter result was 5.6 inr. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The complained coaguchek inrange meter serial number (B)(4) was not returned for investigation. However, a coaguchek meter with serial number (B)(4) was returned by the customer. The returned meter appeared undamaged and clean on the outside. Relevant retention test strips were measured with the returned meter with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Returned customer device and retention material comply with the specification. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.